Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was unable to be programmed and was revised. The surgeon attempted to change the setting, however, the setting could not be changed. The neodymium was also used, but the setting could not be changed. The surgeon confirmed that the patient had slit cerebral ventricle. Also, the patient had symptom of headache and nausea. The pro gav adjustment tool (competitive device) was implanted to the patient¿s body, and a revision surgery was performed. The patient was recovering well.

Manufacturer narrative:
Additional information- d10, g4, g7, h2, h3, h11 corrected information- b5, g2, h6, h10 sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 80mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated per internal procedure. The valve was tested for programming according to internal procedure. With programmer 82-3126 with serial number (B)(6), the valve passed the test. The valve was flushed per internal procedure the valve passed the test no occlusion was noted. The valve was leak tested per internal procedure. Only leaked from the needle holes in the needle chamber. The valve was reflux tested per internal procedure the valve passed the test. The siphon guard was tested per internal procedure passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested according to test method internal procedure, the valve passed the test. No root cause could be determined for the valve; as the technician was unable to confirm the problem reported by the customer. No lot information was provided therefore no manufacturing records could be reviewed. Based on the results of the investigation, the reported issue not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.